Manufacturer narrative:
The device was returned to olympus repair center for evaluation. From the state of the device, omsc guessed that the reported event was caused by an incorrect or insufficient reprocess. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device returned for repair and found that something dirty adhered to the cable of the device. There was no report of patient injury associated with this event.